Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies, corroded battery tube and cracked lcd glass. Unit received with cracked case (battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.